Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open right lobectomy procedure. The stapling device was being used for cutting the lung tissue. The stapler was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. The incision was extended by more than one inch due to the product problem, and the procedure was converted to open from laparoscopy. In order to resolve the issue and complete the case, replaced with another device. There was no patient injury.